Manufacturer narrative:
(B)(4). The original reports were submitted on time and accepted. This report is re-submitted due to an FDA request to submit report with the corrected MDR number. DHR of the lot number shows that there the right material and components were used and that the instrument agrees with all product specifications. All working steps are documented. Complaint instrument 544965t, lot pi442874, 1 piece was received in (B)(4) on the 27th of september 2016 and forwarded to the supplier for further investigation. The rivet of the jaw is broken. Preventive action, a stronger rivet is used at the jaw since february 2015 to prevent breakages. Supplier reported on the 13th of october 2016 that they received the instrument 544965t with lot number p1442874 for investigation. The rivet is broken. The rivet was missing and was not given for other investigation. The missing rivet has the following measures: 0 1 mm x 3.2 mm length. The material is 1.4310 instruments steel. According to experience the rivet breaks in two shares (with different sizes). The bar is bent. The grip, shaft and application are visible foreign manipulated. The instrument was reworked by third ones. It is to be recognized that the labeling is pasted over with something for rework. Error cause: it is a break during overstressed use. The instrument was the 1st time for repair. The instruments were delivered to tfx at 26.09.14. Therefore, it is visible foreign manipulation by the instrument. The instrument can be repaired. Other remarks: pasted over with something for rework. Error cause: it is a break during overstressed use. The instrument was the 1st time for repair. The instruments was delivered to tfx at 26.09.14. Therefore it is visible foreign manipulation by the instrument. The instrument can be repaired.

Event description:
In the placement of clips during laparoscopy appendectomy, during the application of the second clip on the appendicular artery, the surgeons heard a click from the handle of the applier. Under direct endoscopic visualization, they saw that the jaws were not closed as usual. They checked the instrument and saw that the jaws hung from the instrument for a possible break. The jaws were no longer in line with the rod. The applier was checked to verify that the pin was missing. Using laparoscopic method, they were able to remove two metal fragments of the pin. Two abdominal x-rays were performed, and two fragments were seen. The sizes of the fragments were less than one millimeter. They tried to remove them, but they did not find any fragments. After three days they performed another x-ray that confirmed the presence of one metallic fragment less than one millimeter. The final condition of the patient is fine, but it was necessary to prolong the surgical procedure and hospitalization.

Manufacturer narrative:
Qn#(B)(4). The initial MDR with number 3010041511-2016-00012 was submitted on 06/23/2016. It was submitted under the incorrect MDR number. The correct MDR number is 3011137372-2016-00210.